Event description:
It was reported that the c-arm rotation does not stop when releasing the rotation switch. No injury reported. A field engineer was dispatched to the site and the rotation switch was replaced. Once this was completed the system was working as intended.